Manufacturer narrative:
Additional suspect medical device component involved in the event: upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7053019.

Event description:
It was reported that patient was experiencing tension in neck from the extension leads. The patient has dystonia and neck movements cause pulling. The patient underwent a revision procedure where the retention loop from the extensions was released to create slack in the extensions to alleviate the pulling sensation of the leads. The patient was discharged on the day of the revision.